Event description:
A journal article was reviewed that contained information regarding a patient with a persistent bacteremia. The article reports a patient who had undergone an implant of a leadless implantable pulse generator (ipg) two years prior to electively replace a previous transvenous system where they capped the leads. The patient presented to the hospital with malaise and a fall. On admission the patient was febrile and appeared unwell, with tachycardia and tachypnea but without hypotension or hypoxia. Blood cultures were positive for staphylococcus aureus. The patient was given antibiotics with oral rifampicin, intravenous (IV) vancomycin, and IV gentamicin. The bacteremia persisted and blood culture continued be positive. Transesophageal echocardiography demonstrated a mass on one of the capped transvenous pacing leads. The patient was treated with infective endocarditis. The capped leads were extracted with the leadless ipg in situ. The patient continued to deteriorate with persistent fever, worsening inflammatory markers, and new thromboembolic events, including right upper-lobe pulmonary emboli. They decided to extract the leadless ipg with a snare. The device was extracted using simple traction and withdrawn through the introducer sheath. Following the removal of the leadless ipg, the patient¿s inflammatory makers improved, and they became afebrile. Once their course of antibiotics was completed, another leadless device was reimplanted. The status/disposition of the extracted device is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: the use of a needle¿s eye snare to extract a leadless pacemaker in a patient with a persistent bacteremia. Heart rhythm case reports 2022;8:699¿701. Doi: 10.1016/j.hrcr.2022.07.012 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.